Manufacturer narrative:
(B)(4): the customer reported the battery could not be charged. The customer isolated the reported issue to the battery. Replacing the battery resolved the reported issue. We will consider this a battery malfunction.

Event description:
The customer reported the battery could not be charged.